Manufacturer narrative:
The last calibration was within the specified ranges. The qcs were within the +/- 2 sd range. The qcs were acceptable. The alarm trace showed an "abnormal aspiration alarm" on (B)(6) 2022 and "insufficient sample" on (B)(6) 2022. The precision check was within specifications.  A general reagent problem can be excluded because the provided qc data were within specifications. The field service engineer (fse) replaced the gear pump and the sample needle. After service, no further issues were reported by the customer.

Event description:
The initial reporter received questionable trigl triglycerides results for three samples from the same patient tested on the cobas 6000 c 501 module. There was no information provided regarding the second and third samples. The initial result was not reported outside of the laboratory. On (B)(6) 2022, the initial result of the first sample was 8.53 mmol/l. The result of the second sample was 79.97 mmol/l. On (B)(6) 2022, the first repeat result of the first sample was 6.99 with a data flag. The second repeat result of the first sample was >59.13 mmol/l with a data flag. The third repeat result of the diluted first sample was 66.59 mmol/l. The result of the third sample was 25.4 mmol/l. The reagent lot number is 641015 with an expiration date of 31-may-2023.

Manufacturer narrative:
The investigation determined the service actions resolved the issue.